Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had lost date and time. The customer¿s blood glucose level was 177 mg/dl at the time of the incident. Customer stated that cracks around the display screen and crack near bottom of reservoir. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed a21 error test, rewind and displacement test. No unexpected low battery alarm anomalies noted. No frozen screen noted during test and time clock advances properly. No unexpected rewind anomalies noted. Device received with cracked case at the display window corners and cracked reservoir tube lip. (B)(4).